Event description:
The a/w connector is loosened. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: it is assumed that the screws were loosened by repeatedly attaching and detaching the adapter to the aw connector. A service manual for changing the screw lock application position was issued on 11-jun-2021, and training was conducted at the service center. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.